Event description:
The customer reported that during a case, they noticed a slow leak of crystalloid ("small amount-not a big leak") leaking from "the back side of the heat exchanger." They were able to continue to the case and delivery without any issues - they monitored the leak - no adverse affects.